Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Multiple system error 322 alarms were confirmed through review of the device history log. However, it could not be reproduced during the eval. The device was tested and no malfunction could be identified. The upper and lower auxiliary assemblies were replaced because they are known contributors to system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.